Manufacturer narrative:
The ventilator has not been investigated but pictures that were sent by the customer shows liquid damage on three printed circuit boards inside the ventilator. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failure. The reported technical error code is most likely a result of the liquid spill on the pc boards.

Event description:
It was reported that the ventilator generated a technical error indicating expiratory flowmeter error. There was no patient involvement. (B)(4).